Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9676 and concomitant ar-9297-25 were received for investigation. Visual inspection identified that the drive shaft had cold-welded to the reamer sleeve. As the parts could not be disengaged, it was not possible to measure the interfering components. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being applied during use.

Event description:
On 12/17/2021, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer, drive shaft and an ar-9297-25 avl angled reamer sleeve both coldwelded inside, one tool was stuck inside the other. This was discovered during use with no impact to the patient. An email was sent to the sales representative on 12/28/2021 to obtain additional information about the date and type of procedure and how the case was completed. On 01/04/2022, the sales representative replied via email and stated that the procedure was an anatomic total shoulder with augmented vaultlock glenoid, performed by dr. (B)(6) at (B)(6), no date for the procedure was provided or facility account number. The case was not affected by the failure of the complaint devices and the procedure continued.